Manufacturer narrative:
Stryker further evaluated the customer¿s device and was unable to duplicate or verify the reported issue. As a precaution the ui pcb assembly and the flex cable assembly were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device displayed a grey screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to capacitor, designator c181. C181 was cracked and electrically shorted.

Event description:
The customer contacted stryker to report that their device displayed a grey screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.